Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed data from the reported event date was overwritten. No sudden voltage drops were observed during investigation. The pump successfully powered on to the ¿verify¿ screen. The pump was primed and exercised with no overheating or alarm issues found during testing. All current draws were found to meet required specification when tested with an external power supply. The pump was opened and inspected with no intermittent issues found to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that it looks like the pump has melted. The patient wears pump clipped to her waist on her bra. The patient reported that the pump gets warm, but she did not think it was melting the pump. The patient reported that the batteries are warm when removing. There is no reported adverse event with this complaint. This report is made based on the allegation of the pump temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.